Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to 1) insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert, 2) sticky loading pins failure in the ivenix lvp, causing set misloaded issues. The current process controls detection includes a torque test conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "pt was to receive a unit of rbcs. Ivenix blood tubing was utilized; both 0.9 normal saline and blood were primed without issue. When placing cassette in ivenix pump, rn kept getting 'cassette misloaded' error message. All recommendations listed on error message were tried. All available pumps in room were attempted along with a new pump (not previously in room), and rn kept received the same 'cassette misloaded' error message on all 5 pumps. New ivenix blood tubing was attempted with successful blood transfusion and no error messages (demonstrating cassette error rather than pump failure so pumps were not sent with tubing for further investigation), and blood was started within the 30-minute window of receiving it from blood bank. However, if this had been an emergency, it could have resulted in a delay of care and/or blood may not have been good to use had it been outside of the 30-minute window. New ivenix blood tubing was set up and successful." Tubing was not saved and there was no lot # noted patient harm: no infusion stoppage: no. A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.